Event description:
On (B)(6) 2012, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The devices were placed as planned, then ballooned. The proximal end of the trunk was ballooned again with a 32 mm cook coda, in order to address a possible endoleak. The balloon was overinflated, however, and it moved proximally out of the trunk, causing a rupture just below the right renal artery. Three aortic extenders were placed to seal the rupture, extending up to the right renal artery, with intentional coverage of the left renal artery. The pt was also given three units of blood. The physician decided not to do any further intervention, as he did not believe the pt could tolerate open surgery. On (B)(6) 2012, the pt stopped making urine, and two days later expired due to kidney failure from the ruptured aorta.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specs.